Event description:
It was reported that customer was hospitalized with dka and was in ICU. Unable to complete troubleshooting, instructed customer to monitor blood glucose levels; explained 2 high blood glucose rule and instructed customer to call back for high pressure test when clamp arrives.